Event description:
Arthritis [arthritis], enterococcus in joint fluid [enterococcus test positive], joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a female pt, ((B)(6)), initials unk, with grade 1 gonarthrosis of both knees. The pt's medical history was significant for use of another injection into the knee prior to synvisc injection. On an unspecified date in (B)(6) 2012, the pt received the second synvisc (hylan g-f 20) injection into the left knee, dose regimen not provided. The lot number for synvisc was not provided. On an unspecified date in (B)(6) 2012, the pt developed arthritis, joint fluid vacuumed was not clear and was enterococcus detected in the fluid. On an unspecified date in 2012, the pt was hospitalized. The action taken with synvisc treatment was not provided. The outcome for the events of arthritis, enterococcus in joint fluid and joint effusion was not provided. Relevant concomitant medications were not provided. The intensity for the events of arthritis, enterococcus in joint fluid and joint effusion was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as probable. The reporting physician suspected the event might be due to pyogenic arthritis.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.